Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complainant indicates the use of a viscoelastic, which is not qualified for use with associated iol model/ cartridge/handpiece. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow the directions for use (dfu), as the surgeon states the use of non-qualified viscoelastic. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported, prior to intraocular lens (iol) insertion, he placed the folded lens into the cartridge filled with ovd, loaded the cartridge onto the injector and tried to advance the lens to deliver it in the patients eye. The lens could not be advanced further out of the cartridge. The surgeon checked the injector under the microscope and reported that the lens was faulty. The surgeon reports patient had contact with the tip of the cartridge but the iol failed to unfold and did not come into contact with the patient. The surgeon completed the procedure with a replacement lens without patient harm.